Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es was advanced for dilatation and on the first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was removed and the procedure completed with a different device. No patient complications were reported.